Manufacturer narrative:
H10: customer biomedical (biomed) engineer confirmed that the issue was resolved when a manufacturer's product support engineer (pse)replaced the power management (pm) printed circuit board assembly (pcba) and verified that the device was operational and returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit was turning on by itself, and would not turn off unless the battery was unplugged. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The customer biomed evaluated the device with a philips remote service engineer (rse). The rse advised the customer to disconnect the battery and have just the alternating current (ac) connected. The rse informed the customer that if the device does not turn on by itself, the battery should be replaced--if the device still does not turn on by itself after a battery replacement, power management (pm) printed circuit board assembly (pcba) replacement would need to be scheduled. The rse followed up with the customer who stated that the battery was ordered but has not been received yet.

Manufacturer narrative:
H10: manufacture learned the customer replaced the battery, but the issue remained. Investigation remains ongoing.